Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix returned in an extended position and was streched and deformed. The stylet was found stuck in the lead body. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had breaks at both the distal and proximal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. A revision was performed to attempt to reposition the lead. However, the physician was unable to retract the helix. The rv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.